Event description:
Customer reported a high blood glucose event. The blood glucose reading was 500 mg/dl. The paramedics were called to treat at the scene. Customer refused to go to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.